Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc device and as a result, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a loss of consciousness however, there was no report of third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor low signal was observed. Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned patch was de-cased, and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the sensor and observed the returned sensor move into state 4(indicating the sensor had a remaining life of 12 hours before ending), indicating normal operation. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc device and as a result, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a loss of consciousness however, there was no report of third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.